Event description:
A sales representative reported that the or manager called to inform that a patient had a reaction after application of dermabond. During a follow up call, it was reported that dermabond topical skin adhesive was used to close a groin incision following a fem-pop procedure. Chloraprep was used at the incision site and was not removed prior to the dermabond topical skin adhesive application. The area was covered with gauze and paper tape. The patient then returned to the ER and had developed blisters at the incision site. The area developed into a larger wound. The patient has been treated at the wound center for the past 4 weeks. No additional information has been provided.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanoacrylates of it's derivatives. The package insert provides contraindications and adverse reactions: do not use on patients with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde.